Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 550 mg/dl with moderate ketones, due to needing a settings adjustment. Customer address bg with a correction bolus via pump, however, customer went to the emergency room (ER) and was treated with electrolytes and antibiotics. Customer also reported they were diagnosed with a urinary tract infection in the ER. Customer was released from ER with issue resolved. Systems check with tandem technical support verified the pump was functioning as intended.